Event description:
Caller reported pump malfunction. There was no adverse impact to the customer¿s blood glucose level. Caller was assisted by technical support to reset the pump, and the malfunction did not recur. Customer was advised to contact support again if the issue reappears.